Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebrospinal fluid leak occurred when the doctor attempted to implant the lead intended for use. In turn, the doctor performed a blood patch. While in the recovery room the patient began to experience headaches. As a result, an additional blood patch was performed. The headaches subsided following the additional blood patch.